Event description:
During the index procedure an in.pact av access was used to treat the right arm anastomosis. Approximately 14 months post procedure patient suffered stenosis of arteriovenous graft at brachiobasilic central vein. Patient had shuntagram. Patient noted to have restenotic lesion at the brachiobasilic central vein. The enrolment lesion was at the venous anastomosis. The lesion was successfully treated with two angioplasty devices and a drug coated balloon with no stenosis noted after the procedure. Patient recovered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.